Manufacturer narrative:
D4 & h4: serial number, model,catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device this incident, it was determined that the several items were not sending pyxis critical low transactions. A technical support specialist (tss) investigated the issue by pulling data from the rejected table and removing duplicates to identify who modified the facility item records. This table contains all facility item information, so any changes for these medications in the department were reflected with the modification date and user. Based on the timestamps, particularly on the specified date, it appears the global edit feature was likely used to modify these medications. Upon review, the tss found that all affected medications had ¿ignore critical low¿ enabled and were assigned a location. The tss then remoted into the logistics server, confirmed the setting, contacted the user to perform the mass edit, and unignore the critical low setting for all impacted medications. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, had several items was not sending pyxis critical low transactions to bjh 5pwt satellite. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.